Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered urinary urgency and frequency, urinary retention, pelvic pain, lower back pain, emotional distress, and scar tissue. No further information has been provided.